Event description:
30" wheelchair had a flat tire on one of the front tires. Replacement issued. No injury alleged. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)